Event description:
An ocd field engineer (fe) reported, on behalf of the customer that the probe on the provue analyzer dripped fluid. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and found that the probe was bent, and the pressure in the fluidics system was too high. The fe replaced the probe and performed the appropriate adjustments to return the analyzer to expected operation.